Event description:
Device 1 of 2. Reference MFR report#: 1627487-2019-00411. It was reported the patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted and replaced (reason unknown).

Event description:
Device 1 of 2; reference MFR report#: 1627487-2019-00411. Follow-up information revealed the patient's lead had migrated. As such, the patient's system was electively explanted and replaced. Reportedly, effective therapy was restored post-operatively and the issue is resolved.

Event description:
Device 1 of 2; reference MFR report#: 1627487-2019-00411.